Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the endoscope for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted incisional hernia repair surgical procedure, the camera flipped orientation 180 degrees at random times. The customer reseated the endoscope and cleared the guided tool change by clutching multiple times, but the issue was not resolved. The technical support engineer (tse) had the customer confirm that the surgeon side console's (ssc) touchpad setting matched the physical orientation of the endoscope on universal surgical manipulator (usm) 2. The tse recommended that the customer reseat the sterile adapter and endoscope; however, the issue did not resolve. The tse recommended that the customer power cycle the system and try a spare backup endoscope, but the customer stated that the surgeon did not want to try either since he was almost finished. The tse reviewed the system error logs but only noticed informational 48259 errors. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: prior to use, the vision appeared perfect on the endoscope and there was no observed external damage. There was no patient injury and no intervention performed. The endoscope was not returned.